Event description:
It was reported that the patient had a monarc sling previously placed. "She claims she was not completely dry post-op, and complained of discomfort in the region of the transobturator passage points of the graft." The physician "was not able to demonstrate her stress incontinence in urodynamics testing". The sling was removed to address the complaint of the discomfort, and then another pelvic sling was placed to address the sui. Also reported was "post-op discomfort in the area bi-lateral to the vagina". The physician performing the revision indicated he could not palpate anything unusual and determined that the sling "had moved or been placed too proximal near the bladder neck". No further patient complications were reported in relation with this event.